Event description:
Patient had an on-q 100ml elastomeric pain pump placed post operatively filled with 0.25% bupivacaine. It is labelled to infuse 1 ml/hr per catheter. Only 1 catheter used, other clamped off. Should have lasted patient 100 hours. The device was completely empty in 32 hours. No adverse event reported - second on-q device dispensed with 100 ml. Patient reported it lasted 4 days as expected. Dates of use: 1 day (B)(6).